Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an atrial lead exhibiting low impedance. Physician made programming changes on the lead. Lead was continued to be monitored after the procedure. Patient was stable and will continue to be monitored.